Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen of the device is non-responsive. There was no patient involvement.

Manufacturer narrative:
This is not reportable issue. The customer reported the device was physically damaged resulting in the touchscreen unresponsive.